Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00005 on 03-jan-2020. Additional information (14-jan-2020): the maintenance activities performed by the customer and the recalibration of the human chorionic gonadotropin (hcg) assay resolved the issue. There were no additional discordant results obtained on patient samples. Correction (14-jan-2020): the initial MDR indicates that "the customer cleaned and aligned the sample probe tip". This should say "the customer replaced and aligned the sample probe tip". The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2517506-2020-00004_s1 was filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on 5 patient samples on a dimension exl 200 instrument. As per siemens' instructions, the customer cleaned and aligned the sample probe tip. The customer observed splatter around reagent 1 (r1) probe and replaced, aligned, and primed the r1 probe. The customer also replaced and aligned reagent 2 (r2) probe tip, inspected pumps, cleaned all drains, and recalibrated the assay using a new hcg reagent flex. The cause of the discordant, falsely elevated hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00004 was filed for discordant results obtained on 06-dec-2019 on the same instrument.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on five (5) patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension exl instrument and/or the same instrument, and the repeat results were lower than the discordant results. The customer considered <5.0 miu/ml to be the correct result and reported <5.0 miu/ml to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.